Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the patient's right atrial lead exhibited low pacing impedance and inappropriate automatic mode switch. The lead was capped and replaced on (B)(6) 2022. The patient was stable.